Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed portion of guidewire broke and lodged in lead tip. The tip of guidewire became folded, thus, stuck and the subsequent fractured when attempting to remove it from lead lumen. Another testing confirmed the possibility that the wire likely prolapsed distal to the lead tip, then was pulled back into the lead in a prolapsed state.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. During implant procedure, a portion of the guidewire broke off in this lead. Another guidewire inserted & did not pass the distal portion of the lead. An attempt to obtain additional information was unsuccessful. This lead was never in service. No adverse patient effects were reported.